Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2016-03021 & 03022). Product location unknown.

Event description:
Patient was revised approximately seven months post-implantation due to unknown reasons. All components were removed and replaced with cement spacer molds.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant products - femur - catalogue: 183108 lot 518530, tibial tray - catalogue: 141213 lot 621450, patella - catalogue: 11-150842 lot 468530, stem - catalogue: 141318 lot 628250, locking bar - catalogue: 141205 lot 597160, bearing - catalogue: 183644 lot 706470. Review of device history records found these units were released to distribution with no deviations or anomalies.